Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated the no delivery alarm occurred in the past few days. Customer wanted to know if he was doing something wrong or if it was the insulin pump. Customer's blood glucose was unknown. The customer declined troubleshooting. Customer stated he has changed his set and fixed the alarm. Customer does not want to return the set and reservoir for analysis. The customer was advised to do a complete set change as soon as possible. Advised the customer to call back when the alarm reoccur so we can troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. . (B)(4).